Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged and leaking the following information was received by the initial reporter with the following verbatim: incident details: alaris pump running tpn was dripping. Further investigation showed that the soft tubing was leaking where it meets the blue connection at the top of the channel. The tpn was running down the tubing and dripping out the bottom of the channel. Impact of incident: may have received slightly reduced fluid volume. New tubing hung. Who was affected? No person affected unexpected or prolonged care? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.